Manufacturer narrative:
Product analysis: as found condition: the echelon-10 micro catheter and axium prime device were returned for analysis within a shipping box; within their opened outer cartons and within their opened inner pouches. The axium prime dispenser coil was also returned. Visual inspection/damage location details: the axium prime pusher was found broken/kinked at the break indicator. The pusher was also twisted and tied up prior to returning to medtronic. The coin was found still against the lumen stop. The shield coil was found undamaged, and the implant coil was found broken/separated from the detach element. The implant coil was found stretched and damaged within the returned echelon-10 micro catheter. Testing/analysis: the returned axium prime device could not be used for resistance testing due to the damages. An in-house coil was inserted into the echelon-10 hub, through the catheter body against resistance and became stuck at ~55.3cm from the proximal end. The broken axium prime coil was found bunched up at this location, preventing the in-house coil from advancing further. No damages or irregularities were found with the catheter at the location of the resistance. The inner diameter of the echelon-10 micro catheter was measured to be 0.0165¿ at both the hub and the distal end, which is within specification (specification: 0.0165¿ minimum). Conclusion: based on the device analysis and reported information, the customer¿s report of ¿catheter resistance¿ and ¿coil resistance/stuck in catheter¿ were confirmed as resistance was encountered during in-house coil resistance testing. Possible cause for the catheter resistance is the blood found within the micro catheter and on the implant coil. It is likely insufficient continuous flush was used, causing the blood to backflow up the micro catheter and onto the implant coil. No damages or non-conformance to specification were found with the echelon-10 micro catheter that would contribute towards the resistance. Other possible causes are failure to hydrate the devices prior to use or patient vessel tortuosity. The returned axium prime pusher was found kinked/broken, and the implant coil was found damaged/stretched/broken. It is possible the damages occurred during the attempt to advance/retract the coil into the micro catheter against the reported resistance. The axium prime coil is compatible for use with the echelon-10 micro catheter as the micro catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that an axium coil was stuck in the echelon catheter. During coil placement, echelon was parked in aneurysm neck and axium 5'15 coil was not push into the catheter. After few insertions of coil in echelon a resistance was felt by doctor. During the withdrawal of coil, it broke within the catheter. After this doctor used another company micro catheter to resolve this issue. The coil was stuck in the distal section of the catheter. The catheter was not damaged. The coil was stretched. There was friction during testing or delivery. The physician did not reposition the coil during the procedure. The pushwire was not bent or broken. There was no medical or surgical intervention required. There was no attempt to detach the coil. The physician did not rotate the delivery wire during the procedure. The coil was removed with the withdrawl of the microcatheter. Continuous flush was administered during the procedure. The devices were prepared as indicated in the instructions for use (IFU). The catheter was flushed as per IFU. The patient being treated for a ruptured, saccular aneurysm in the basilar top. The max diameter was 6.5mm and the neck diameter was 4mm. The patient's blood flow was high. The patient was undergoing stent assisted coiling. Vessel tortuosity was moderate. Vertibral access vessel with a diameter of 4mm. Patient had a ruptured aneurysm and after treatment she was fine. No patient symptoms or complications were reported. Ancillary devices: avigo 014 guidewire.

Manufacturer narrative:
See h6 for additional fdd code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.